Event description:
It was reported that the patient complained about hearing a loud pop, a static feeling and sound fading in and out (intermittent). He reported that the sound was like wind going across his microphone, as may be experienced by persons without hearing loss. Some sounds felt like someone banging two pans together and also some sounds felt as though an electrode was not kicking in. The patient reported that while falling asleep, he was startled awake, without the device on, by a loud sound. Then on in 2007, while watching tv during the evening, something changed. His wife's voice changed and he was no longer able to understand the tv. He started troubleshooting with extra external equipment, but nothing changed the sound back to normal. The next day, the sound was intermittent the whole day. One day later, during the evening the sound was intermittent. The following day, the sound was only intermittent once. Static is most common. The patient's performance is not bad, he is still able to hear on the phone, but the volume is very low. The patient has problems to hear well in more challenging situations, for example, another room. His voice also seems to be louder. Low impedance was identified on electrode channel 1 with no measurable voltages.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.